Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event(s) of a recent fall and peritonitis requiring hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was due to the patient¿s use of a shower head causing a breech in sterility. Peritonitis is a well-known complication and/or risk of undergoing pd therapy, and those persons undergoing pd therapy are known to be at high risk for developing infections of the peritoneum. The cause of the fall remains unknown; therefore, causality cannot be established. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event as there is no evidence or indication the liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance on a patient line is blocked alarm and during the call the patient reported peritonitis and fibrin. Upon follow up, the peritoneal dialysis nurse (pdrn) who stated that the patient fell last week on an unspecified date and landed on her stomach. The pdrn was not aware of the cause of the fall. On (B)(6) 2019 the patient was hospitalized due to peritonitis. The causative organism was pseudomonas. Per pdrn the infection was caused due to the use of shower head. The patient was treated with unspecified antibiotics. The patient was temporarily transitioned to hemodialysis. The event outcome was.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance on a patient line is blocked alarm and during the call the patient reported peritonitis and fibrin. Upon follow up, the peritoneal dialysis nurse (pdrn) who stated that the patient fell last week on an unspecified date and landed on her stomach. The pdrn was not aware of the cause of the fall. On 18/jan/2019 the patient was hospitalized due to peritonitis. The causative organism was pseudomonas. Per pdrn the infection was caused due to the use of shower head. The patient was treated with unspecified antibiotics. The patient was temporarily transitioned to hd. The event outcome was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.